Event description:
It was reported the patient developed a post-operation infection at the pump pocket. The type of infection and the date of onset/diagnosis were unknown. A culture of cerebral spinal fluid (csf) was taken, however, the type of organism was unknown. The patient also experienced increased spasticity at the time of the event. There was no alleged product issue, and therefore, no troubleshooting or diagnostics were performed. The device system was explanted as a result of the post-operation infection, and the patient remained hospitalized for antibiotic treatment and management of spasticity. Reimplantation took place as well. The product was not returned due to being discarded by the customer. The patient status at the time of the report was ¿alive ¿ no injury.¿ the pump was used to deliver gablofen. The outcome of the event remains unknown. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
Additional information received reported the patient was doing well. She was off oral agents and tone was under good control. The abdominal and lumbar wounds looked clean.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).